Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported: pigtail of zso-7-5 was bent during preparation. The nurse could not get a wire guide (visiglide 2 0.025" straight) pass, so she used a new zso-7-5. Guide wire was not replaced.